Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator was oscillating. The patient was removed from the unit and manually ventilated. The ventilator was tested and the oscillations continued. The clinician changed to a pressure sensitivity, which cleared the oscillations. The patient was then placed back on the ventilator. The customer reported that the patient was having difficulty with exhalation unrelated to the reported event. The following day the patient was removed from the ventilator and then extubated. The patient later expired.